Event description:
A surgeon reports an inraocular lens (iol) replacement following iol implant surgery due to negative dysphotopsia. The association between this event and the iol is not known. Additional information has been requested.